Event description:
A malfunction with code 9 was reported by the customer, who noted no notable events occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no significant adverse impact. Technical support provided information and assistance to reset the pump, as the customer had not previously reported or reset it.